Event description:
Clin case rep: (B)(4). Title: unrecognized perforation into the anterior interventricular vein complicating pci for anterior stemi: an unexpected detour an 84-year-old man with history of end-stage renal disease and remote kidney transplant (18 years prior) developed acute crushing chest pain and was brought to our emergency department by emergency medical services with a diagnosis of anterior stemi based upon electrocardiogram (ECG) obtained in the field. Repeat ECG (figure 1) confirmed the diagnosis. On examination, he was hemodynamically stable but uncomfortable due to chest pain. He was taken to the cardiac catheterization laboratory for emergent coronary angiography. Angiography revealed severe three-vessel atherosclerotic coronary artery disease (cad), including nonculprit high grade obstructive lesions in the proximal right and mid-circumflex coronary arteries, as well as a culprit complete occlusion of the mid-lad immediately distal to an aneurysmal segment of the vessel that also gave rise to a large diagonal branch (video s1 & figure 2). Repeated attempts were made to primarily wire the lad using a runthrough workhorse wire (terumo medical); however, this was unsuccessful as the wire was constantly deflected into the diagonal branch (video s4). Microcatheter-supported wiring using a fine cross mg (terumo medical) was unsuccessful as well (video s2). Attempts at wiring the lesion using a hydrophilic tapered wire (fielder-xt; asahi intecc USA) and a polymer jacketed wire (pilot 50: abbott vascular) supported by a stiffer microcatheter (corsair; asahi intecc USA) also failed. An emergent multidisciplinary team meeting was called between a cardiac surgeon, the interventional cardiologist, and the patient's inpatient cardiologist. All physicians agreed that due to the patient's age, frailty, and comorbidities he was not a surgical candidate. The patient continued to experience severe chest pain despite aggressive analgesic administration with clear st-elevations still present on ECG. Given the extensive calcific disease appreciated on his angiograms, it was hypothesized that treating the lesion as a chronic total occlusion (cto) and proceeding with an antegrade wire escalation strategy might prove successful. Ultimately, the lesion appeared to be crossed using a controlled drilling technique with a miracle brothers 3 wire (asahi intecc USA) (video s3). The microcatheter was advanced into the distal vessel and intraluminal position was confirmed via a distal tip injection (video s4). Of note, in this high acuity situation, the operators' focus was mistakenly restricted to the fact that the wire appeared to be intravascular, and the unusual appearance of the vessel was not appreciated at this time. On retrospective review after the case, the distal vessel clearly displays "to-and-fro" flow with drainage into the coronary sinus along with medial and lateral branches that are different in appearance from typical lad septal and diagonal branch vessels. These unrecognized findings are all hallmarks of the distal vessel being a cardiac vein (specifically the aiv), rather than the lad. As the operators believed that the microcatheter had crossed into the distal lad, the distal vessel was then safely wired using a workhorse wire to allow for equipment delivery. Due to challenging equipment delivery, a 1.5 × 12 mm compliant balloon was used to predilate the lesion followed by a 2.0 × 15 mm compliant balloon. A subsequent angiogram revealed extensive contrast extravasation from the vessel leading to the diagnosis of cap (video s5).